Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements. The patient was brought into clinic for testing, and the physician elected to schedule an explant procedure. The rv lead was eventually explanted and replaced during a generator change-out procedure. The patient was stable throughout.